Event description:
It was reported that the patient alert tripped due to high impedance of the right ventricular lead. Oversensing and abnormal lead impedance fluctuations were also observed. A potential lead fracture was suspected. During revision of the lead, the lead was difficult to extract and was partially removed, capped and replaced. It was also reported that the atrial lead failed to capture. This lead was difficult to extract and was partially removed, capped and not replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4). The actual device was not received for evaluation. Performance data collected from the device were analyzed. The patient alert triggered on (B)(6) 2011 for impedance greater than 3000 ohms. The weekly pace lead impedance log data shows an abrupt increase in the maximum ventricular pacing from 696 to 3184 ohms peak between (B)(6) 2011. There were three ventricular nonsustained tachycardia episodes less than or equal to 200 ms. On average for the ventricular cycle between (B)(6) 2011. The ventricular short interval count was 35.0 counts on average per day for 8.93 days between (B)(6) 2011.

Event description:
It was reported that the patient alert tripped due to high impedance of the right ventricular lead. Oversensing and abnormal lead impedance fluctuations were also observed. A potential lead fracture was suspected. During revision of the lead, the lead was difficult to extract and was partially removed, capped and replaced. It was also reported that the atrial lead failed to capture. The lead was difficult to extract and was partially removed, capped and not replaced. No patient complications have been reported as a result of this event.